Event description:
Revision surgery- patient tore pcl and has 3d knee. The patient was revised to ps knee.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 1 year of patient use. There was no information reported that showed a material, design or manufacturing problem with the product. The patient had a torn ligament and the surgeon opted to change the insert to a ps. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. There are no indications of a product or process issue affecting implant safety or effectiveness. The root cause was a torn pcl.